Event description:
It was reported via the sales rep, the following event: 'the drill broke in the patient, during surgery; the surgeon has forced the drill". It was further reported that the surgeon was putting a nail gamma during the surgery. The customer refuses to return the product.

Manufacturer narrative:
Device was retained by the patient. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.